Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant attempt, the right ventricular lead "pulled back." The lead did not fixate to the myocardium, possibly because it was not "screwed in well." The physician removed the lead and used another lead, noting that there may be "something wrong with the screw." No patient complications were noted as a result of this event.